Event description:
It was reported that an endocrinology clinic requested outreach for ilet pump retraining and a factory reset after the user experienced hyperglycemia, with reported blood glucose around 324 mg/dl and concerns that insulin dosing was not being delivered as expected. Symptoms included hyperglycemia without reported associated symptoms such as loss of consciousness or diabetic ketoacidosis. Outcomes included no hospitalization, no medical intervention, no back-up therapy, and no ketone testing. Investigation included customer contact, high blood glucose assessment, and coordination of retraining and device reset. Investigation of this case revealed no confirmed device malfunction and no component failure identified, and the event was assessed as user support needed with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.